Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter noted intermittent tactile change to audio bolus button that was first noticed approximately two weeks ago and has become progressively worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: the audio bolus button had an intermittent response and was difficult to press. The audio bolus button cover was intact, but when the cover was removed it was found that the bolus button was inverted. Unrelated to the audio bolus button complaint, the pump booted to the verify screen with a dim pink contrast. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration.